Event description:
It was reported that the patient experienced withdrawal. The withdrawal symptoms began the evening of 2013 (b)(5), included increased spasticity, clonus and anxiety. A catheter dye study was performed which showed no drug in the catheter. It was indicated that a roller study was also to be performed. The healthcare provider (hcp) was to re-prime the catheter and take and image during the prime. The device system delivered baclofen. It was later reported that the patient reached full withdrawal on 2013 (B)(6) which included symptoms of tachycardia and increased spasticity. A catheter revision was performed on 2013 (B)(6) but the catheter appeared to have been patent during the surgery. The hcp was unsure what to restart the dose at following the surgery so the dose was reduced to 100mcg/day from 373mcg/day. As of 2013 (B)(6), the patient¿s spasticity was still not under control and the hcp was wondering how quickly he could increase the patient¿s dose. The patient received a 25mcg bolus earlier that day and had minimal response. The hcp considered increasing the dose to 200mcg/day on the day of the report and monitoring the patient. It was noted that the hcp was unsure if the patient was receiving the 373mcg/day previous to the catheter revision. It was later reported that the catheter was explanted and replaced on 2013 (B)(6) due to a kink and occlusion. It was noted that an x-ray was also performed as diagnostic testing. Troubleshooting showed that the pump was working properly. Upon inspecting the catheter and releasing the suspected kink, the surgeon decided to remove the whole catheter and replace with a new one. During the procedure, the doctor was unable to find an obvious occlusion, kink, or tear in the catheter. Following the surgery, the patient continued to present with withdrawal symptoms and the drug dose was increased to 300mcg/day. The patient symptoms had since subsided. Patient status at the time of the report was alive with no injury. It was later reported that the patient was doing fine and was receiving effective therapy.

Manufacturer narrative:
Analysis of the 8709sc catheter (B)(4) revealed coring/tears/cuts in the seal of the sc connector that possibly caused an occlusion.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).